Manufacturer narrative:
Reporter contact number (B)(6). Product development investigation was completed. The received reamer was not in the original condition. As per the event description, the reamer was found broken at the cutting portion in a loan sent. However, the reamer head with two different diameters was missing and there was a different cutting head manufactured by third party. The missing part of the reamer head measures approximately 40mm. It could not be determined if the reamer broke before somebody modified the tip for their own purposes. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was performed for part # 356.821, lot # u195458: manufacturing location: (B)(4), supplier: external supplier orchid bridgeport, manufacturing date: 25.feb.2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. 510k#: unknown. Device history records review was attempted. The report indicates that the: part #356.821 & lot. #u195458 combination could not be found in docusphere. If more information becomes available, this DHR review will be revisited. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor for pfna blade was broken the weld at the tip of the arm. That the drill bit the broken-off portion (tooth) of the cutting part of the drill. The protection sleeve has a crack on the thrust portion of the guide wire. The trocar was broken the stop (tip), burst weld. The reamer has broken at the cutting portion of the reamer. The universal chuck has a bent lever handle . This was realized on checking the loan set at the loan department. This complaint involves six parts.(B)(6). This report is 2 of 2 for (B)(4).